Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications as a result of this event and the patient condition were good post-procedure.